Manufacturer narrative:
A siemens field service engineer (fse ) performed a periodic maintenance check and the cause for the discordant hbsag results is unknown. No conclusion can be drawn. The IFU states under the limitation section the follow" "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings. It is recognized that the current methods for the detection of hepatitis b surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not (B)(6). The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR on (B)(4), 2011.(B)(4) 2012: additional information:the customer sent the patient samples to siemens healthcare diagnostics for further testing. In-house testing by the advia centaur and an alternate method confirmed the customer's observation of the negative result.isolated mutated samples that are not detected by the advia centaur hbsag assay may be a possible cause.

Event description:
Two false (B)(6) advia centaur xp hbsag results were obtained by the customer and discordant when performing a hbsag assay method comparison and compared to other hbsag test methods. There was no known report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay results.